Event description:
It was reported that difficulty removing/withdrawing the catheter occurred. The target lesion was located in the superior vena cava. A 7fr 24cm non-bsc introducer sheath was inserted. Subsequently, a 9.0x40x75cm express¿ ld vascular metallic stent was selected for use, advanced, and implanted to treat the target lesion. However, post stent implantation, the stent delivery balloon catheter couldn't be retrieved. Eventually, the device was removed together with the introducer sheath as a unit. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: received for analysis was the device inserted through a 7french size sheath. Exiting from the sheath was the distal edge of the tip of the device. A visual and tactile examination of the exposed section of the shaft identified no kinks or stretching. No damage was noted along the 7french sheath. There were no kinks or bunching along its entire length. During a first attempt to withdraw the device from the sheath, the device retracted back through the sheath with no significant resistance noted. After the device was withdrawn from the sheath the device was reinserted through the sheath with no resistance noted. No issues were noted with tip profile. However a slight crease was noted in the balloon fold. As a result an attempt was made to inflate the balloon; however, a pinhole leak was identified in the balloon. The pinhole was located over the proximal edge of the distal markerband. No issues were noted with the markerband. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the event was only difficulty pulling the stent delivery system (sds) balloon back into the sheath and the procedure was completed with this device.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the event was only difficulty pulling the stent delivery system (sds) balloon back into the sheath and the procedure was completed with this device.

Manufacturer narrative:
(B)(4).